Manufacturer narrative:
The section h codes have been updated to reflect the findings of the completed investigation.

Event description:
It was reported that the zoom stopped during transport and that a user was shocked by the unit. No adverse effect was reported to have occurred to the patient. The user was not injured by the shock.

Event description:
It was reported that the zoom stopped during transport and that a user was shocked by the unit. No adverse effect was reported to have occurred to the patient.